Manufacturer narrative:
Patient information is unknown. Additional procodes: dzl, jey, mqn. Device is not implanted/explanted. Reporter phone number and email address are unavailable. Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that part of the fixator was damaged; the fibers were out of the rod. There was no patient consequence. A new fixator was ordered to resolve the problem. This report is for a 4.0mm carbon fiber rod 100mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in slovakia as follows: it was reported that on august 23, 2018, a part of the carbon fiber rod was damaged during an unknown procedure. The fibers were out of the rod. A new fixator was ordered to resolve the problem. There is no patient consequence and patient harm reported. This report is for a 4.0mm carbon fiber rod 100mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information provided. Device history record (DHR) review for part: 395.620; synthes lot: 9980151; supplier lot: 9980151; release to warehouse date: march 10, 2016; manufactured by quintus, inc. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Customer quality (cq) investigation flows: broken: visual inspection: visual inspection of the returned carbon fiber rod revealed a longitudinal break, beginning at one end with a length about 22.05mm. Inspection of the rods cross-section over the break revealed a relatively uniform break at the rods center. Under magnification, there was notable scuffing on the surface of the rod in the area of the break. No damage was noted to any other portion or feature of the rod. The received condition agreed with the complaint condition ¿ the complaint was confirmed with investigation. Dimensional inspection: dimensional inspection of the returned device revealed the diameter of the rod in the undamaged portion was 3.90mm, which was within specification of 4.0mm +0/-0.15 per drawing. Document/specification review: review of the device history record(s) by the cq investigator/engineer during this investigation showed that the lot went through the required steps during the inspection at the time of manufacturing and showed no issues concerning the material or material conditioning. Relevant drawings were reviewed during investigation. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Conclusion: the complaint condition was confirmed during investigation. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The scuffing detected on the rod¿s surface in the area of the break indicated that the rod possibly experienced abnormal compressive forces radially that led to the failure. These forces could have been introduced by a device such as the clamps used with this rod. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.